Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to be charged properly despite the attempt of multiple usb cables and wall adapters. In addition, the pump could not charge properly without the customer maneuvering the pump at a certain angle, in order to complete a successful charge. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer took manual injections. It was indicated that the customer had manual injections available for alternate insulin therapy.